Manufacturer narrative:
The meter was returned and investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a correction report. Verbiage in follow-up #1 incorrectly stated that blank screen was not observed. Correct verbiage is as follows: the meter was returned and investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Powered. Low battery icon was not observed. The complaint is not confirmed.

Event description:
Customer reported that "three days ago" he was unable to test using his adc blood glucose meter due to a battery icon appearing on the meter display. Customer further reported he experienced symptoms described as "lot of sweating and got sick". Customer believed he was experiencing a "loss of consciousness" and self-treated with glucagon, lantus insulin, and humalog insulin. Customer contacted a health care professional by phone and was advised to "take extra insulin (and) go to the hospital". During the course of troubleshooting, customer stated he did not change the batteries in his adc meter when he noticed the battery icon and had not changed them since owning the meter. There was no report of death or permanent impairment associated with this event.